Event description:
"Lung cancer pt underwent surgery 7/9/96 for removal of left lung. Tlv39 staples used to create anastamosis of left bronchus. Pt discharged and approx 10 days later began experiencing hemoptysis. Flexible bronchoscopy performed 7/22/96, revealed that staples were disrupted, resulting in broncho-pleural fistula. Tl30 staples stocked in hosp, but tlh30 staples not stocked. Surgeon chose to use tlv30."